Event description:
It was reported that a perforation in the cartridge was observed during a procedure. The cartridge tip come into contact with the patient's operative eye. The surgeon promptly replaced the cartridge. There was no harm to the patient. A video provided by the customer shows the damage at the tip of the cartridge. No further details were provided.

Manufacturer narrative:
Section a2, a4 and a5: per regulation EU 2016/679 (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Section d4 - model number: unknown, as product lot number was not provided. Section d4 - catalog number: unknown, as product lot number was not provided. Section d4 - lot number: unknown/ not provided section d4 - expiration date: unknown, as product lot number was not provided. Section d4 - UDI number: unknown, as product lot number was not provided. Section d6a - implant date: not applicable. The cartridge is not an implantable device. Section d6b - explant date: not applicable. The cartridge is not an implantable device. Section e1 - first/given name: unknown, as information was requested but not provided section e1 - last name: unknown, as information was requested but not provided section e1 - telephone number: (B)(6) section h3 - other (81): the cartridge was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. Section h4 - device manufacture date: unknown, as product serial number was not provided. Attempts have been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: an evaluation was performed on the video provided by the customer. The video displayed a cartridge where the tip could be observed to be swollen with a crack. A second crack could be observed where the tube meets the cartridge tip. No further evaluation could be performed based on the video analysis. The complaint issue of cartridge tip cracked/damaged was identified during video evaluation; however, based on the complaint investigation results, the complaint issue could not be confirmed to be related to the manufacturing or design process. The other issues observed during product evaluation could not be confirmed to be related to a manufacturing or design issue. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.